Manufacturer narrative:
Corrected data b5 - it was reported that a back up lens was implanted on the same day as the explant. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -11.00/1.5/096 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os). It was reported that the lens was explanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.